Event description:
The sales rep reported that the nurse observed during surgery, it was observed that it was not possible to get the k-wire through the reported devices. A replacement was available, there was no delay, and the surgery was successfully completed at the end.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.